Event description:
It was reported that the implant at tooth site unknown failed to integrate and was removed.

Event description:
It was reported that the implant at tooth site unknown failed to integrate and was removed.